Manufacturer narrative:
Correction to the following fields: d4 model number d4 primary UDI number g4 PMA/510(k) number.

Event description:
No additional information received from the customer.

Event description:
No additional information from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, there was difference of recognition on device handling between the user and recommendation by olympus. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the water filter of the endoscope reprocessor was replaced once a year. During the time that the filter was expired, an endoscope was reprocessed and used on a patient. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.